Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to flattened button dome switch. No frozen screen or constant tone alarm/audio beep anomaly was noted. No further troubleshooting could be performed due to unresponsive button. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had beep anomaly, button error alarm , frozen screen, a17 and a21 alarm on the insulin pump. The customer's blood glucose level was 373 mg/dl. The customer was treated with manual injection. The troubleshooting was performed. The customer was advised that the insulin need to be replaced and confirm shipping information.